Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the customer noticed the values were entered and the screen did not update the entries before procedure. The procedure was completed and the print out showed that correct articulates were used.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the optical coherence topography screen did not update the values before surgery in the unknown eye. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).